Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-jug-celect-pt. Summary of investigational findings: perforation is confirmed by the imaging review. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: on (B)(6) 2015 (325 days post-procedure), the twelve month follow-up clinical assessment, ultrasound, abdominal computed tomography (CT) with intravenous contrast, and x-ray were completed. Filter retrieval was not scheduled due to a planned orthopedic surgery on (B)(6) 2015. The patient was taking aspirin. The ultrasound revealed no thrombus in the ivc, pelvic veins, or lower extremities. The abdominal CT revealed no evidence of embolization, but evidence of a grade 3 filter leg interaction with the ivc wall was observed. No adverse events or symptoms have been reported for the grade 3 filter leg interaction. The x-ray revealed no evidence of filter fracture, embolization or migration. The angle of filter tilt was < 6 degrees. Additional information received 30dec2015: core lab analysis of the twelve month follow-up ultrasound revealed no evidence of thrombus in the lower extremities and the ivc and pelvic veins were not assessed. Core lab analysis of the twelve month follow-up abdominal CT revealed no evidence of filter embolization. The angle of filter tilt in the sagittal plane was 3.2 degrees and 8.3 degrees in the coronal plane. There were nine grade one filter legs, two grade two filter legs, and one grade three filter leg that affected the aorta. None of the grade two or three filter legs were associated with hemorrhage, hematoma formation, or any other clinical finding at the perforation/puncture sites. Core lab analysis of the twelve month follow-up x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. Angle of filter tilt in the ap view was 2.5 degrees and 12.1 degrees in the lat view. Patient outcome: no adverse events have been reported related to the grade 3 filter leg interaction.

Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-1-jug-celect-pt. Investigation is still in progress.

Event description:
Description of event according to complainant: on (B)(6) 2015 (325 days post-procedure), the twelve month follow-up clinical assessment, ultrasound, abdominal computed tomography (CT) with intravenous contrast, and x-ray were completed. Filter retrieval was not scheduled due to a planned orthopedic surgery on (B)(6) 2015. The patient was taking aspirin. The ultrasound revealed no thrombus in the ivc, pelvic veins, or lower extremities. The abdominal CT revealed no evidence of embolization, but evidence of a grade 3 filter leg interaction with the ivc wall was observed. No adverse events or symptoms have been reported for the grade 3 filter leg interaction. The x-ray revealed no evidence of filter fracture, embolization or migration. The angle of filter tilt was < 6 degrees. Patient outcome: no adverse events have been reported related to the grade 3 filter leg interaction.